Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data matching the complaint description was found on 2024-04-21. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 6:43pm with supply changes again on the review date at 3:33am. A dexcom g7 sensor session was started on (B)(6) 2024. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows inconsistent use of the device, with significant periods where the device is not being used. Prior to this event, use of the device was started again on (B)(6) 2024. On (B)(6) 2024, the day prior to the user's hospitalization, the ilet was powered off for several hours in the morning, powered back on and used for about 13 hours during the day before the device was powered off again after 7:50pm. Cgm glucose was above range for much of the day, with the exception of three hours spent less than 180 mg/dl. The ilet dosed insulin in response to the elevated cgm glucose values throughout the day. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values while powered on. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended when it was able to by dosing insulin in response to elevated cgm glucose values and alerting the user to the hyperglycemia. The assignable cause for this dka event is the ilet was powered off, and thus the user was not getting any insulin. They may have also experienced a failed infusion set prior to the device being powered off, which likely contributed to the severity of the event. The cds and the user's hcp are working with the user to encourage consistent use of the device and help with access to supplies.

Event description:
On 5/3/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was hospitalized due to diabetic ketoacidosis (dka). The event occurred on 4/22/24. The ilet user's healthcare provider (hcp) contacted the cds and reported the user's ph was 7.27 on arrival. The hcp reported the user has been in dka multiple times since starting the ilet. Additionally, prior to being on the ilet, the user was also in dka about once a month. The hcp related the most recent dka admission to the user not being able to afford supplies, so they are working with the user to set up a patient assistance program. The cds requested the hcp to re-educate the user on the need to start back up therapy immediately if they do not have supplies to continue wearing the ilet. The hcp stated the user also has bi-polar and they suspect this plays a role into dka admissions as well. Attempts by beta bionics customer care to contact the user about this, and other, dka events have been unsuccessful.